Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room and the nurse stated that they didn't think the pacemaker was capturing. Follow-up information was received indicating that the device was programmed to managed ventricular pacing (mvp) mode and the patient was occasionally dropping a ventricular beat. The device was reprogrammed to ddd mode and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.